Event description:
Experienced numerous symptoms over a span of 10 years from my breast implants. Implants were placed in (B)(6) 2007 and symptoms started in 2010. It was random symptoms that would come and go at first. Then in (B)(6) 2016 my symptoms became chronic and more frequent. I had lab test done in (B)(6) 2017 and this showed my tsh was low and that I had graves disease. I thought this was my answer so in (B)(6) 2017 I had my thyroid removed. Sadly, my symptoms would continue to affect my life and the quality of it. Symptoms included: shortness of breath, sore throat, dry eyes, burning mouth, sinus issues, food and alcohol intolerance, fatigue, joint pain, insomnia, tremors, night sweats, headache, vertigo, interstitial cystitis, and thrush. I had lots of lab work that never gave any answers. MRI and cat scans too. All normal results. FDA safety report ID# (B)(4).